Event description:
A pharmacist reported to baxter france of a dehp free sol admin set with injury site in which the wheel of roller clamp was missing from the set. The event occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be not available for evaluation. This is a product not distributed in the us and does not have a 510k number. If additional relevant information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was available for evaluation. Evaluation summary: one sample in an open pouch was received for evaluation. Visual inspection revealed that roller clamp was short molded and the roller wheel was missing. The reported condition was confirmed. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.